Event description:
It was reported that the artificial urinary sphincter, originally implanted in 2001, was removed due to recurring leakage since (B)(6) 2018. A new artificial urinary sphincter consisting of a 4.5 cuff, pump, balloon were implanted. The new device was cycled and functioned without any issues.

Event description:
It was reported that the artificial urinary sphincter, originally implanted in 2001, was removed due to recurring leakage since october 2018. A new artificial urinary sphincter consisting of a 4.5 cuff, pump, balloon were implanted. The new device was cycled and functioned without any issues. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced atrophy of the urethra that was the cause of the recurring incontinence.

Event description:
It was reported that the artificial urinary sphincter, originally implanted in 2001, was removed due to recurring leakage since (B)(6) 2018. A new artificial urinary sphincter consisting of a 4.5 cuff, pump, balloon were implanted. The new device was cycled and functioned without any issues. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the artificial urinary sphincter, originally implanted in 2001, was removed due to recurring leakage since october 2018. A new artificial urinary sphincter consisting of a 4.5 cuff, pump, balloon were implanted. The new device was cycled and functioned without any issues. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced atrophy of the urethra that was the cause of the recurring incontinence. This report is a duplicate event and is reported under report number 2183959-2018-61364.